Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the issue by visualizing the lamp intensity at 4.9 and reproduced it by inspecting the detector lens and seeing drops on the lens. Fse cleaned the detector lens to resolve the issue. The lamp intensity was now at 2.3. Fse was subsequently able to run qc and patient samples without issue. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 29dec2018 to aware date 29jan2020. There were two similar complaints, including this one, identified during this search period. The aia-900 operator's manual, section 6- assay preparations and section 11- maintenance were reviewed. Section 6- assay preparations: the aia-900 operator's manual indicates that if one of the daily check items deviates from its normal range, "incomplete!" Will appear on the daily check screen. In this case, press the button, and take appropriate actions including checking the diluent, washer and substrate. Return to the home screen, and carry out a daily check once again. If an error occurs during substrate background measurement, check if 70 % ethanol is replaced with substrate, and also check the remaining volume of substrate. If a deadline for cleaning or replacement of those parts has already passed, the previous date of checking for that part blinks. If a date is blinking, make sure to carry out the corresponding check and then update the date of checking for it. Regarding cleaning and replacing methods, refer to "section 11 maintenance." Maintenance: this section describes periodic maintenance which must be carried out by the user in order to keep the aia-900 in good condition. Daily maintenance: at the beginning of your work carry out a daily check according to "6.4 daily check (without a sorter)" or "6.5 daily check (with a sorter)." At the end of your work carry out a shutdown according to "section 9 system shutdown." Before shutting down the aia-900, it is necessary to flush out the substrate tube with 70 % ethanol solution. If you leave substrate inside the aia-900, a part of the substrate solution may evaporate, and it may precipitate in the flow path. Seal the substrate bottle with a clean silicone cap, or the like, and store it in a refrigerator. The most probable cause of the reported event was due to a dirty detector lens.

Event description:
The customer reported they have seen changes in their daily check that indicated the detector lens for the aia-900 analyzer may be dirty. The customer also stated that quality controls (qc) was running low and that the analyzer was due for period maintenance (pm). A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), follicle stimulating hormone (fsh), prolactin (prl), progesterone (prog ii), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.